Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of noise was observed on stored egm during a regular follow-up. The noise was reproducible with pocket manipulation. The patient was scheduled for another follow up. The device remains implanted.